Event description:
Customer called to report multiple no delivery alarms and she stated that looks like a wire or something inside of the insulin pump caught on fire. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. Unable to perform excessive no delivery alarms test due to loose drive support disk. No burn wire or other components noted. Unit had broken reservoir tube lip and battery tube threads.